Event description:
Dye study was being performed due to increase in pt's spasticity. Dye study was being performed per protocol, and contrast material was injected. A few minutes later, it was discovered that contrast material was clearly labeled "not for intrathecal use". Intervention was begun after contacting dye MFR for recommendations. Pt's infusion pump was turned off, and pt remained hospitalized at the time of the report from the co representative. There has been no response from the health care provider for further info on this event despite repeated attempts to contact the provider.